Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this pacemaker went from 11 months of longevity to 3.5 years of longevity at time of pre-operative check for replacement. Parameters seem to be similar. Device data was provided, and it appears to be normal. Boston scientific technical services (ts) asked for a previous follow-up report for review. This device was explanted, and a new device was placed. No additional adverse patient effects reported.

Event description:
It was reported that the battery of this pacemaker went from 11 months of longevity to 3.5 years of longevity at time of pre-operative check for replacement. Parameters seem to be similar. Device data was provided, and it appears to be normal. Boston scientific technical services (ts) asked for a previous follow-up report for review. This device was explanted, and a new device was placed. No additional adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.